Event description:
It was reported by dealer that left motor immediately locks up and stops after releasing joystick, causing the m51psemired power chair to turn suddenly to the left. No additional information is available. The provider disconnected before call could be transferred.